Manufacturer narrative:
(B)(4).

Event description:
Procedure type: prostatectomy. According to the reporter: when surgeon started using the device cutting down into the abdomen, tiny dark spots started appearing on the screen inside the trocar, as if the blade was cutting the plastic. There was no report of pieces falling into the cavity or impacting the pt. No pt injury was reported. The pt is doing fine.